Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 473 mg/dl. The customer was also feeling light headed. It was stated that the customer had changed the infusion set two days prior to the event, and was experiencing no delivery alarms. The doctor asked to have the insulin pump replaced without troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.